Manufacturer narrative:
A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical technician provided follow-up information which revealed that a visual examination of the granuflo mixer found the power supply to be burnt out. Reportedly, the connectors on the power supply relay were melted on terminals 6, 1, and 2. The biomed also found that the coils on fuses f1 and f2 were melted, but not completely broken through. The biomed felt that the power supply issue was likely caused by the problem with the fill valve. The biomed replaced the power supply, however, no additional information has been received related to the granuflo mixer¿s current repair status or any additional service activities performed. It is not currently known if the unit has been returned to service at the user facility. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The biomedical technician at the user facility reported that the granuflo mixer fill valve #3 was not functioning. The biomed provided follow-up that revealed that the 25 gallon fill sensor was broken while attempting to remove the unmixed concentrate powder. A visual examination of the granuflo mixer by the biomed found the power supply to be burnt out. Reportedly, the connectors on the power supply relay were melted on terminals 6, 1, and 2. The biomed also found that the coils on fuses f1 and f2 were melted, but not completely broken through. The biomed felt that the power supply issue was likely caused by the problem with the fill valve. As the power supply excessive heat issue was observed while the biomed was evaluating the device, there was no harm to any patients or staff. The power supply is available to be returned to the manufacturer for evaluation.